Manufacturer narrative:
Pump passed the displacement test. However, pump error alarm (variable info=3) during self test and confirmed in the pump history due cold solder joint on u1 keypad assembly. No error 4 alarm noted during test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.